Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The lesion was located in the left anterior descending artery. The 1.5x20mm apex push monorail balloon was inflated twice to twelve atmospheres and on the third inflation, the balloon burst at twelve atmospheres. The balloon was removed intact. They successfully implanted a 2.75x23mm promus stent. The pt's status is listed as ok with no other complications reported.